Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently experienced atrial fibrillation (af) that was inappropriately sensed as a ventricular arrhythmia. As this arrhythmia initially fell within the ventricular fibrillation (vf) zone, the ICD delivered anti-tachycardia pacing (atp), but this was unsuccessful at converting the arrhythmia. Following the atp delivery, the device began charging and an inappropriate 41 joule shock was subsequently delivered. Boston scientific technical services was contacted and provided potential reprogramming options to prevent further inappropriate therapy. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.